Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were taken to emergency medical service due to sever low blood glucose. The blood glucose value was unknown at the time of incident. Customer stated that condensation inside the screen and slow to prime insulin pump. It was unknown that auto mode feature was active or not at the time of event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.